Manufacturer narrative:
The owners manual part no 1143482 rev e - 11/09 provides the following information: there are many different types of humidifiers, oxygen tubing,cannulas and masks that can be used with this device. You should contact your local home care provider for recommendations on which of these devices will be best for you. They should also give you advice on the proper usage, maintenance, and cleaning. Note: updated versions of this manual can be found at www.invacare.com. Invacare recommends an alternate source of supplemental oxygen in the event of a power outage, alarm condition or mechanical failure. Consult your physician or equipment provider for the type of reserve system required. This equipment is to be used as an oxygen supplement and is not considered life supporting or life sustaining. Please note any further information will be provided in a supplemental report.

Event description:
A user facility has called to report the tubing is holding water and the end user is inhaling water. The unit has been removed and was replaced. No injury. The end user resides in a nursing home.